Manufacturer narrative:
18-sep-2015 product investigation results: reporter returned 1 oral-b toothbrush head used with suspect handle on 11-aug-2015. Toothbrush heads confirmed to be counterfeit.

Event description:
Brushing teeth and the brush head fell off [device breakage] no adverse event [no adverse event] case description: a female consumer of unspecified age was brushing her teeth with an oral-b rechargeable toothbrush, version unknown when the oral-b brushhead, version unknown fell off. She had never experienced this before. No symptoms developed. 18-sep-2015 product investigation results: reporter returned 1 oral-b toothbrush head used with suspect handle on 11-aug-2015. Toothbrush heads confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Reporter returned one oral-b brushhead used with the suspect product on (B)(6) 2015. Product investigation is in progress.

Event description:
Brushing teeth and the brush head fell off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age was brushing her teeth with an oral-b rechargeable toothbrush, version unknown when the oral-b brushhead, version unknown fell off. She had never experienced this before. No symptoms developed.